Manufacturer narrative:
Additional manufacturer narrative: calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards lifesciences is unable to confirm the clinical observation. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Edwards will continue to review and monitor all events and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this mitral surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of seven (7) years, eight (8) months. The reason for re-operation was due to mitral stenosis with a significant gradient, secondary to calcified and immobile leaflets. A 29mm transcatheter valve was successfully implanted via transapical approach and the patient was noted as hospitalized in stable condition, post-operatively.

Manufacturer narrative:
Submitted supplemental to include device information. Updated brand name, model # and serial #, and PMA/510(k) #. The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation; therefore no DHR is required.